Event description:
It was reported that while priming a clearlink continuflo set, a free flow of an unknown drug occured when the roller clamp was closed. The customer tried to close the roller clamp and the closing "felt funny" but the customer proceeded on as the blue slide clamp was closed. When the customer opened the blue slide clamp, fluid started to flow out of the set. The roller clamp appeared to be closed but fluid was flowing out of the set. The customer closed the blue slide clamp and used a new set. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.